Event description:
The basket broke while retrieving the calculus and the broken part of the basket was removed using grasping forceps. No complications to the pt, only the operating time got extended for 1 hour.

Manufacturer narrative:
Removal of foreign body ; separation. Event is still under investigation.